Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2018 with the following findings: review of the black box revealed multiple power on reset events after replace battery alarms on 6-jun-2017. On examination, the battery compartment was noted to be cracked. The returned battery cap was evaluated and determined to be within required specifications. The returned battery cap fit securely to the pump. The pump was powered on and emitted a replace battery alarm upon confirmation of the verify screen. Investigation of the intermittent power allegation was unable to proceed any further due to an intermittent condition found to the printed circuit board. Investigation determined the issue was due to a processor failure.